Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer broke into pieces. It was noted that there appeared to be thick bone and that the physician used force during his sagittal wiggles. All the broken pieces of the spacer were removed from the patient and a new spacer was successfully implanted.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body and the actuator shaft was outside of the main body. This damage to the spacer indicates the break was likely due to the deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer broke into pieces. It was noted that there appeared to be thick bone and that the physician used force during his sagittal wiggles. All the broken pieces of the spacer were removed from the patient and a new spacer was successfully implanted.